Manufacturer narrative:
Information contained in this report was previously submitted through asr on 01/29/2009. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details had been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side "deflation". The device remains implanted.